Manufacturer narrative:
Continuation of d10: product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID ls-envpro-16-c; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) noted trace paravalvular aortic regurgitation (par). No treatment was provided for the pvl. No adverse patient effects were reported. Additional information indicated that prior to the valve implant procedure the potassium level measured 3.0. Following the procedure the potassium measured 3.2. No treatment reported. The physician indicated this was unrelated to the procedure and valve. However, the cause was not reported. The day following the valve implant procedure acute on chronic congestive heart failure occurred. An intravenous diuretic was administered for the elevated b-type natriuretic peptide (bnp) which measured 375. The event was reported as resolving. This same date, a transthoracic echocardiogram (tte) identified a ¿trivial¿ pericardial effusion. No treatment reported for the pericardial effusion. This resolved approximately 1 month later. The physician indicated the pericardial effusion was possibly related to the procedure and valve. Approximately 5 years and 2 weeks later, active hypertensive heart disease with congestive heart failure was noted. The physician indicated the chf was probably related to the implant procedure and unlikely related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 years and 1 month following the valve implant the chronic combined systolic and diastolic heart failure continued.